Event description:
During a surgical procedure, the pt sustained an approximate 5mm x 2 inch burn injury to the right superior chest from the adapter that is used to connect a lighted endo retractor to the light cord.